Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer received insulin flow blocked alarm during bolus. Customer had experienced high blood glucose level which was 300 mg/dl. Customer performed fill cannula and insulin exited. Customer stated infusion set's cannula was not bent. Trouble shooting was performed. No other patient complication was noted. Customer will continue the use of insulin pump.